Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. All tests passed and no failures were identified. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery device was operating improperly and it stopped functioning ¿moving¿. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Incorrect lot number: the device lot number was incorrectly documented in the initial report. The lot number has been updated from 0150707 to d150707. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.